Event description:
It was reported that the patients implantable pulse generator (ipg) would no longer holds a charge. The patient underwent an ipg replacement procedure wherein a non-rechargeable ipg was implanted. No further information could be obtained despite good faith efforts.